Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4) . Investigation ongoing.

Event description:
The following was reported to hamilton medical ag: this event was reported to hamilton medical ag as, ventilator device alarmed. When this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. A continuous alarm was observable both visually and through hearing. Teslaspy led red x lights up. The device log files (service log, error log, event log) were provided to hamilton medical ag except of the teslaspy logs. It's the teslaspy log file that can tell us more about what went wrong in relation to the mir scanner. There is no patient involvement reported. There is no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: - this event was reported to hamilton medical ag as, ventilator device alarmed. - when this was noticed, the ventilator was not in use to ventilate a patient. No further details about when this happened were reported to hamilton medical ag. - a continuous alarm was observable both visually and through hearing. Teslaspy led red x lights up. - the device log files (service log, error log, event log) were provided to hamilton medical ag except of the teslaspy logs. It's the teslaspy log file that can tell us more about what went wrong in relation to the mir scanner. - there is no patient involvement reported. - there is no need for any medical intervention reported. - neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is ongoing.